Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What color cartridge was used? Was buttressing material used? Does the surgeon routinely wait 15 seconds prior to firing? Was the device difficult to close or fire? Were there any difficulties with device intraoperatively? How was the pulmonary hematoma diagnosed? Why does the surgeon believe the hematoma is related to device? Was the post op care of patient altered in any way? Was the hospitalization extended more than customary for this complication? What is the current patient status?

Event description:
It was reported that during the wedge resection of lung surgery, there were no air leaks or bleeding, but pulmonary hematoma and bloody sputum occurred one day after surgery. The patient is still in the hospital for observation now.